Event description:
It was reported that a pump was alarming for a system error 322. There was no pt injury associated with the device. No further info was available.

Manufacturer narrative:
MFR ref. No. (B)(4). Baxter rec'd and evaluated the device. The unit was tested for 24 hrs during eval with no reoccurrence of system error 322. Review of the history log confirmed the reported symptom, system error 322. However, eval was unable to determine the cause of the error. Upon eval of known contributors to system error 322, led to the determination that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.